Event description:
It was reported to boston scientific corporation that the uphold device was implanted during an anterior repair procedure to treat the patient's bladder prolapse. The patient reportedly visited the implanting physician multiple times (specifics unknown) during the week following implantation. The physician advised that if she still had pain and numbness by (B)(6) 2011, he would explant the uphold mesh. According to the patient, the physician opined that the pain and numbness were due to the patient's stroke history, and, therefore, did not remove the device from the patient. Reportedly, the patient then consulted with a different physician on (B)(6) 2011, regarding the pain and numbness, and underwent an MRI. Based on the MRI results, this physician opined that the patient's numbness and the pain were due to an entrapped nerve, as well as the "placement of the device." The patient was scheduled for a mesh removal procedure with this physician for (B)(6) 2011, where the uphold device was removed entirely. According to the patient, she was prescribed neurontin, percocet, and tylenol by both physicians for an unknown period of time for her pain and numbness. The patient opines that her symptoms and conditions had nothing to do with the product and instead opined that it was physician's error. The patient, who is over 18 years of age, is currently experiencing unspecified difficulties urinating (date of onset unknown), has pain and numbness in her rectal and vaginal areas and down her leg, and is unable to have intercourse (specifics unknown).

Manufacturer narrative:
Upn was changed from 'unk558 - capio pfr kits to 'm0068317080 - uphold vaginal support system - 831-708.'

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system on (B)(6) 2011, the physician placed the uphold device into the piriformis muscle instead of the sacrospinous ligament, which caused the patient pain and numbness in her genital and rectal areas, and down her leg (date/s of onset unknown). Reportedly, the patient is still numb in some areas and has since had the device removed (date of device removal unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.